Event description:
It was reported that soon after returning from service, a medfusion® 3500 syringe pump displayed a "motor rate" error. No injury was reported.

Manufacturer narrative:
One used medfusion® 3010 pump was received for investigation. A visual inspection of the device revealed it to be in excellent condition; no damage was observed on the top or bottom case and no visible contamination was noted. The reported issue was confirmed through review of the pump's event history log. The reported error was duplicated during flow testing. The complaint was confirmed. The root cause was determined to a result of normal wear/life.